Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that the dental implant was removed during its installation surgery due to the lack of primary stability. There is no information about implant replaced in the same act. The patient presented bone type iii.